Event description:
It was reported that a patient underwent a Breast Augmentation Revision Surgery with implantation of a 450cc MENTOR MemoryGel Breast Implant prosthesis. Post-operatively, the patient was diagnosed with a possibly ruptured implant of an undisclosed side during routine Mammogram Imaging as per irregular and unclear findings. Ultrasound Imaging was also conducted without further insight. As a result, the patient was scheduled for implant removal on (b)(6)2026.The date of event was provided to Mentor as a best estimate.As the affected side was not provided, the lot/serial numbers for both products are being provided as Left implant - Lot: 5911422 / Serial: (b)(6) and Right implant - Lot: 5909535 / Serial:(b)(6). The catalog numbers are the same for both devices.Follow-ups are being conducted. If more information becomes available, Mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.A manufacturing record evaluation (MRE) was performed for both lots, and no anomalies were found related to this complaint. In addition, the MRE verifies that the device was manufactured in accordance with documented specification and procedures.D4: Full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information.Reason for device explant and/or reoperation: Suspected Rupture.Date of Explantation: (b)(6) 2026.Mentor is submitting this report pursuant to the provisions of 21 CFR, Part 803.  This report may be based on information which Mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, Mentor, or its employees that the report constitutes an admission that the device, Mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank.Manufacturer¿s reference number:(b)(4).